Event description:
Pt had essure procedure done in (B)(6) 2012. Her three month hsg test confirmed occlusion and satisfactory placement. In (B)(6) 2012, pt developed a rash and hives in pelvic area. By mid (B)(6), the rash was getting progressively worse. Pt also had been experiencing increased menorrhagia and requested removal of devices. The reporting md performed a complete hysterectomy on (B)(6) 2012. At two week post-surgical visit, pt's rash, hives, and sores were completely gone. Since pt had no allergic symptoms or identified allergies prior to essure procedure and her symptoms resolved after removal, the physician attributed these symptoms to essure devices.

Manufacturer narrative:
The essure IFU contains the following warning statement: the essure micro-insert includes nickel-titanium alloy, which is generally considered safe. However, in vitro testing has demonstrated that nickel is released from this device. Pts who are allergic to nickel may have an allergic reaction to this device, especially those with a history of metal allergies. In addition, some pts may develop an allergy to nickel if this device is implanted. Typical allergy symptoms reported for this device include rash, pruritus, and hives.

Manufacturer narrative:
(B)(4).